Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported acute metabolic acidosis and death occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system was inserted into the patient. The closure device was deployed, but was then recaptured and removed from the patient. A 27mm watchman ® laa closure device & delivery system was then inserted into the patient. This closure device was deployed and implanted successfully into the patient. About 12 hours post procedure, the patient coded and cardiopulmonary resuscitation was performed. According to the physician, the patient developed acute metabolic acidosis and was on a breathing machine. The physician thinks the patient had a drug reaction. The patient had an allergic reaction to the anesthesia and never really recovered. Their kidneys eventually shut down. The patient was doing much better and made rapid improvement over the weekend; however the patient eventually passed away 3 days post procedure.